Manufacturer narrative:
Patient information was not made available from the site. Noted that during the procedure, the patient was scanned with oxygen on, resulting in the skin being indented. Site was tracing over this skin. All pointmerge points were stored on the face, however, the tumor was more posterior. (B)(4) 2015 - a medtronic representative, following-up at the site, reported successfully performing a registration using a resin head. Performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. (B)(4) 2015 - software investigation determined the patient was scanned with oxygen on, causing the skin to be indented. This would not be optimal for a successful tracer registration. Software is functioning as designed. Medtronic representative trained the site on proper tracer and pointmerge registration technique. No further issues have been reported.

Event description:
A site operating room (or) nurse reported that, while in a cranial tumor resection procedure, tracer registration failed multiple times. After taking the first dot on the tip of the nose, the second dot showed at the top of the head. The site noted that after editing the 3d model, it still did not look good, the skin was not smooth. In trouble-shooting, the medtronic representative walked the site through pointmerge registration and obtained a successful registration. When checking accuracy, the surgeon alleged an approximate 1 centimeter inaccuracy; when touching the top of the ear it appeared to be 1 centimeter in the ear. The medtronic representative recommended the surgeon re-register the patient. The surgeon continued the procedure using the current registration. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.